Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal seal instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of torn seal to be related the customer reported complaint. The seal was found to have tears at the silicon opening at the bottom of the seal measuring approximate 0.034" length. The broken piece was not returned with the seal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a foreign object was found when the universal seal was inserted for observation. The universal seal was removed and damage to the seal was confirmed. The damaged part matched the foreign body removed. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that they removed the fallen fragments with a laparoscopic forceps instrument. The customer confirmed the fallen fragments by matching the retrieved portion to the break on the instrument. There was no additional procedure done for the issue, it was unknown if a post operative test was done. The procedure was completed robotically, the customer does not know of any other patient complications.